Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not power on. The screen is blank and there is a solid red x in the ready for use indicator. The customer already changed the battery and the ac power module. There was no reported patient involvement.